Event description:
Complainant alleged that while analyzing the patient's heart rhythm the device advised shock and then prompted a "cannot charge" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the device's batteries that were low in capacity.